Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury cannot be determined. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+ and calcification. An xtw clip deployed on the mitral valve. However, after deployment, tissue damage was suspected. To further reduce mr, an additional clip was implanted, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure.